Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: serial (B)(4), catalog # 79309. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast reconstruction revision with an unknown mentor saline prosthesis. In (B)(6) 2018 left sided deflation was noted but has not yet been confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/9/2019 the investigation of both devices that were returned revealed findings consistent with deflation. Therefore, the right sided device returned is also being treated as a deflation. See 1645337-2019-08882 for the right sided device report. The investigation of the returned device was completed by the failure analysis lab on 2/22/2019. Device evaluation summary: it was reported that a 73-year-old female underwent breast reconstruction revision with an unknown mentor saline prosthesis. In (B)(6) 2018 left sided deflation was noted but has not yet been confirmed by a physician. Upon receipt by mentor the gel contained in the device appears clear. Brown material was observed within the device and on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.1 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
Additional information was received on 12/26/2018. The device was explanted on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).